Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 550 mg/dl. The customer's other blood glucose was 600 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did allege insulin pump was under delivering. Customer reported that insulin pump was stopped working and insulin pump was turning off. The insulin pump will not be returned for analysis.